Manufacturer narrative:
The pump was unable to vibrate due to broken vibrator black wire. The pump was received with cracked reservoir tube lip and minor scratches on display window noted. The pump was inspected with no rusted corroded or stiff noted.

Event description:
The customer reported via phone call of issues with vibration anomaly. The customer states the device does not vibrate. The customer states the device does not vibrate when checking for a high or low with sensor. The customer's blood glucose level at the time of incident was unknown. The customer was advised the device would be replaced and returned for analysis.